Event description:
While completing a thoracentesis, the bottle would not drain. They tried four different bottles. This caused the patient to have a second needle inserted so they could hand syringe the fluid. I am told that this is not the first time this has happened. The device rep was called. We are awaiting their response. The representative from b braun came in on (B)(6) afternoon and met with the staff. Using her "test" patient/kit she was unable to find a problem with the bottles in question. They functioned normally. She was unable to determine a reason for the problem when using on the patient. She completed additional education with the cardiothoracic intensive care (ctic) staff to ensure proper usage of the product and offered to be present for the next procedure if the staff would like her to be. The representative from b braun will continue to follow up with the unit going forward.